Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40 lot# v333236, implanted: 2010 (B)(6), product type lead product ID: 3387s-40 lot# v333236, implanted: 2010 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID 37651 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient went in for an adjustment ¿about 9 months ago at least¿ and was told by her neurologist that ¿almost half¿ of the lead contacts weren¿t working. The neurologist directed the patient to a neurosurgeon who noted that the reason the contacts weren¿t working was because, the patient did not have the voltage high enough. It was noted that even when the voltage was turned up higher, there were still some non-working contacts. It was noted that as long as they were able to adjust with good results, they weren¿t going to worry about replacing the leads but would if they couldn¿t adjust. It was noted that the patient may have had some potential issues with the contacts before receiving the rechargeable neurostimulator. The patient reported that after the ¿numbers went down¿ on her non-rechargeable device, they implanted a rechargeable one. The day after implantation, the patient saw a ¿low ¿ notify doctor¿ screen and was told that her non-working contacts were draining her battery. It was noted that the patient would feel better for a few days and then start having ¿all kinds of problems¿ that she did not have before the device implantation. The reporter noted that the neurologist suggested that the patient go to a neurosurgeon for a second opinion. An appointment was scheduled in (B)(6) 2013 in (B)(6) for two days where they will do an MRI and run several tests. It was noted that the patient had issues with the therapy not being effective and that the patient¿s first six months after surgery were her best. After that, the patient stated, she was worse than before she had surgery and had problems she did not have prior to surgery. It was noted, she sometimes had problems with both legs but especially with the right leg being ¿really weak and giving way¿. She also had problems with her toes spreading apart like she was ¿having spasm in her legs.¿ it was also noted, she had problems with her right shoulder and not only her hand, but with her whole right arm hurting and her right shoulder drooping. It was noted that it was ¿lower than the other arm and went forward¿. It was noted, she also had issues with talking too fast where her words wouldn¿t come out right and having to concentrate on the word that was going to come out. The patient also started getting choked when drinking liquids which wasn¿t an everyday thing and something she didn¿t have before. It was noted that the patient had generalized dystonia that was mostly in her neck, hand, and abdomen. Additional information was requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy, but they were working with their doctor or medtronic representative. It was noted that the patient had appointments scheduled for (B)(6).